Manufacturer narrative:
Upon further review of the product received, it was determined that the sealant was not exposed as originally interpreted by the image received during decontamination, therefore this event was removed from the file and no longer meets reportability requirements. No further reports will be forthcoming.

Event description:
As reported, the white tube tip of a 6/7f mynx control vascular closure device (vcd) was damaged and it did not enter the unknown sheath. There was no reported patient injury. The user tried to enter and use mynx control normally to stop bleeding, but it failed because the white tube tip was damaged and did not enter the unknown sheath. The procedure was a percutaneous coronary intervention (pci). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: initial image of device received condition shows the sealant is exposed.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.